Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 545 mg/dl at the time of incident. The customer¿s current blood glucose level is 545 mg/dl. The customer was treated for high blood glucose with bolus. The customer did not experienced symptoms of high blood glucose value. Based on customer report customer did not allege the insulin pump was under delivering. The customer was reported that the auto mode was active. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.